Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened escape, act and up arrow button dome switches. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump communicated properly with glucose sensor simulator and display the value properly on display graph. The low suspend alarm working properly. The insulin pump has cracked case at the display window corners, reservoir tube, reservoir tube lip, reservoir tube window, battery tube threads and minor scratched lcd window.

Event description:
Customer's spouse reported via phone call that the buttons on the insulin pump are extremely hard to push and they have to use a pencil to make the buttons work. Customer did not recall any significant events leading to the alarm. It was also reported that the customer had to remove a sensor due to receiving a calibration error and a change sensor alert. It was stated that the sensor was reading 235 mg/dl and blood glucose was 145 mg/dl. Current blood glucose was over 300 mg/dl; he treated with a manual injection. Customer's spouse stated that the threshold suspend triggered with sensor glucose of 72 mg/dl when it was set up at 70 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-16711.